Event description:
Reporter alleged blood glucose measured 226 mg/dl at lunch, so dosed 7 units of insulin and ate. It was stated at 3:30 pm, glucose measured 80 mg/dl and before dinner at 6 pm, measured 96 mg/dl, so customer took another 7 units of insulin and ate. Customer stated having no low glucose symptoms at the time and immediately passed out. Customer indicated paramedics tested a 190 mg/dl on the customer's meter compared to their reading on a professional meter of 42 mg/dl. No timeframe between the two tests was reportedly provided. Reporter stated, customer was treated with a d50w IV as a result. A request was made for the return of the suspect device and replacement product was sent.